Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n vialon-e 24ga x 0.56in experienced leakage at the connection site. The following information was provided by the initial reporter: fluid leakage from the connection to the IV line was observed.

Event description:
It was reported that the bd insyte-n vialon-e 24ga x 0.56in experienced leakage at the connection site. The following information was provided by the initial reporter: fluid leakage from the connection to the IV line was observed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 5 photos and 1 sample submitted for evaluation. The reported issue of leakage at catheter junction was confirmed upon inspection and testing of the samples. The returned sample passed the catheter leak test. However, there was a dent observed on the adapter inner luer. The assembly process was reviewed, the minor dent was most likely caused by the adapter scratched by the needle hub due to misalignment at the catheter and cannula set together station. The improper assembly resulted in the leakage failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.